Manufacturer narrative:
Other relevant device(s) are: product type: lead. Product ID: 3389s-40, serial/lot# (B)(4), implanted: (B)(6) 2018, ubd: 02-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and dystonia. It was reported that sometimes it felt like the nodules in their brain were heating up and causing pain. No further complications were reported or anticipated with this event.